Event description:
The customer reported that during the daily user test, the device was charged up to 50 joules and when the energy was discharged, the device stated "abnormal energy delivery" and would not deliver the correct energy. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4): follow up with the customer determined that the hard paddles assembly was replaced and the device then functioned normally. Proper device operation was observed through functional and performance testing and the device was returned to service for use. The removed assembly was not returned to physio-control for eval.